Event description:
The patient fell off a horse about a month ago. She didn't remember if she felt a loss of stimulation at that time. Over the last 2 weeks, she started to feel more pain and had trouble getting out of bed due to the pain. While the stimulator is turned on, the patient feels no stimulation sensation. The patient was at home. Her status was good. The patient was encouraged to contact her physician. Additional information has been requested, a follow-up report will be sent if additional information becomes available.